Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Blockage was located in the tubing. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples for the lot 6006858 have already been previously tested in the (B)(4) on 06/apr/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the 6006858 was manufactured according to the work instruction (wi) version 113 manufactured in the line inset 3, on 03/may/2024, with a total of (B)(4) units. Glue tubing DHR review: the 4d04057 was manufactured according to the wi version 64 manufactured in the machine sc03, on 29/apr/2024, with a total of (B)(4) units. Trending: a query was run in database on 24/jun/2025 against malfunction code evaluated occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6006858 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.